Event description:
On (B)(6) 2012, the pt underwent a trial procedure. After the lead was placed, an impedance check was performed and revealed high impedance. The lead was repositioned, the trial cable and trial stimulator were replaced to no avail. As a result, another lead was used to successfully complete the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.